Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bevel gear of the battery handpiece/modular device was blocked, and the device was out of round/leaking. It was determined that the lid could only be mounted poorly, and the device made a loud noise during operation. It was further observed that the device had a lid leak tightness test failure, the housing was deformed/bent, and it was difficult to assemble/disassemble the device. It was further determined that the gear was worn, the device had an excessive noise, component damage, was jammed/seized, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check of free moving, check roundness of housing and check fitting of the lids. It was noted in the service order that the device was faulty during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.